Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had not delivered insulin. The blood glucose reading was 600 mg/dl. The customer's father stated that the school nurse had administered the customer's lunchtime bolus, but when he came home, the customer's mother observed that the insulin pump did not show a recorded bolus delivery. The customer was treated with the insulin pump, and the blood glucose reading dropped to about 120 mg/dl. Upon troubleshooting, insulin did exit during a manual prime, and not leak was noted. Unable to complete troubleshoot due to lack of tubing clamp. The customer's father stated that at least twice or thrice, he was very sure the act button was pressed and that the bolus should have been delivered when it did not. Advised replacement of the insulin pump due to this not feeling confident in the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump was programmed with multiple boluses and monitored. All of the boluses delivered completely their indicated amount and were properly recorded in the bolus history screen. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.